Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received questionable total prostate-specific antigen (tpsa) results for one patient on their e602 analyzer. The patient's initial tpsa result was 3.30 ug/l and it was reported outside the laboratory. The patient's sample was then tested on an architect analyzer and the result was 22.644 ng/ml and it was reported outside the laboratory. The customer stated the elevated result from the architect analyzer fit better with the clinical history of the patient. There were no adverse events. The tpsa reagent lot number was 169526 and the expiration date was not provided.

Manufacturer narrative:
A patient sample was returned for investigation. The customer's results were verified on a cobas e411 and a siemens centaur analyzer. None of the tests performed on the sample revealed an interference. It could not be determined why the abbott architect results were higher.